Manufacturer narrative:
Computer 9734477 rollingstone embedded, serial number/lot number (B)(4). The computer was returned to the manufacturer for analysis. The computer boots normally to the application screen. The installed applications start and run normally. The computer powered up normally multiple times during burn-in testing. No failure found. Reported issue could not be confirmed with this hardware analysis. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device manufacturer date not available on the date of filing. Other relevant device(s) are: computer, 9735225r, rollingstone s7rfrb. A medtronic representative went to the site to test the equipment. It was reported that the computer of the navigation system was replaced. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that during preparation for a functional endoscopic sinus surgery (fess) procedure, when the system was powered on, the screen froze and kept showing the logo screen. The system was forcibly shut down. Rebooting was performed, but the system failed to start. Several attempts were made repeatedly, but the issue was not resolved. The occurrence of this issue was prior to the patient entering the operating room (or). The procedure was performed without using the navigation system. There was a delay to the procedure of less than one hour. There was no reported impact on patient outcome.